Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon removal of the taxus express2 3.0 x 16mm drug eluting stent from the packaging, it was noted that the proximal edge of the stent struts were raised. The procedure was completed with another taxus stent, same size. This device did not come into contact with the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.